Event description:
It was reported that the gastrointestinal videoscope exhibited blurry image. The even occurred during a diagnostic gastroscopy procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the alleged malfunction reported by the customer was caused by damage to the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.